Event description:
Customer reportedly received of 240 mg/dl and 90 mg/dl within 10 minutes on the compact system. No symptoms reported with these results. No actions taken based on device results. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.